Manufacturer narrative:
The device was received for evaluation. Functional flow accuracy testing was performed, and the device was found to deliver within specification. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump overinfused during an unspecified process step. There was no patient involvement. No additional information is available.